Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was overheating and failed pretest for temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. The reported condition that the device was making an abnormal noise was not confirmed. (B)(6). UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device had an abnormally high temperature and made an abnormal noise. There were no reports of surgical delay. It was reported that a spare device was available to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.